Event description:
Rptr indicated that pt's device was programmed to off due to possible nerve damage. The pt has previously indicated that the vns therapy caused them hoarseness and difficulty swallowing. Since adjustments to device settings did not alleviate the pt's symptoms and the pt had not benefited from the vns therapy, the pt's device was programmed to off due to suspected nerve damage. Device diagnostic testing was within normal limits, indicating proper device function.